Manufacturer narrative:
H10: internal complaint reference (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor has been fragmented at the distal tip. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with a component failure. Factors that could have contributed to the reported event include: (1) excessive force (2) incorrect tunnel preparation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff suture surgery, the twinfix ultra anchor broke while being implanted, and the broken pieces were removed from the patient using tweezers. The procedure was completed with a surgical delay of less than 30 minutes placing a smith and nephew backup device in the original bone hole. No further complications were reported.